Event description:
The customer reported having diabetic ketoacidosis for the past four days. The blood glucose was over 600 mg/dl which was treated with manual injection. The customer stated that the insulin pump has not been delivering insulin. The customer has not been in the hospital. The customer's symptoms of high blood glucose are headache, thirst, and nausea. During troubleshooting the customer stated that the drive support cap appears normal, found no air bubbles in the tubing, during manual prime insulin did exit the tubing. The time and date, the basal rates and the bolus wizard settings were all correct. Checked alarm history and found one no delivery alarm. The customer stated that the pump just turned off without any warning and they did not receive a low battery alert prior to the off no power alert. The customer was using copper top batteries. The call was disconnected and attempted to call back the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.